Event description:
A reporter called to submit a report her adverse reactions from tms therapy. She stated so far she has 20-30 sessions and she is experiencing the following adverse effects: headaches, sleep interruption, sculpt irritation, not just at the treatment area but her entire head, vertigo, nausea, and her ear drum is twitching as a result it is affecting her hearing. She stated since these symptoms are not getting any better, she decided to stop the treatment.